Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that their current implant had burst out open and was sticking out of the patient's back. Because of this, the patient had to have their implant re-seated. The indication-for-use (IFU) was unknown. No cause or troubleshooting performed were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
It is noted section has been updated with patient information. It is noted section has been updated with device information (including serial number). It is noted has been updated.